Manufacturer narrative:
D9 - date returned to mfg: 8/6/2025. Corrected: d2b - procode. One device was returned for analysis of complaint that the device was over-infusing. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period. Functional and visual tests were done. Customer complaint of over-infusing cannot be confirmed through an accuracy test. The cause of the issue was unknown. Removed and replaced downstream occlusion seal (dso) seal per procedure. The software was updated as a precaution.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over-infusing. The incident occurred during testing.